Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when far-field r-wave oversensing was observed. Device was reprogrammed. The patient will be monitored.